Manufacturer narrative:
All operating currents were within specification. No unexpected bad battery, weak battery, low battery or off no power alarms were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with low battery alert and weak battery. The customer's blood glucose level was unknown. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.